Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient recently presented with back pain. A CT was done and showed the aneurysm was 100 mm in diameter with a type I endoleak present. It was also noted that the patient was lost to follow-up. The decision was made to perform an elective conversion as the aortic neck was too large for endovascular repair. The stent graft was explanted and discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.